Manufacturer narrative:
(B)(4). Batch #m90a6g. The device was received stuck inside a trocar. The top jaw is damaged causing the right hinge to bow out. The I-blade is stuck half-way down the track and the shaft cover is damaged around the articulation joint. Debris was found in the jaws. The device could not be removed from the trocar. The device was connected to a generator for functional testing. The device was recognized but full functional testing could not occur due to the top jaw being stuck closed. A possible cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Is the trocar an ethicon trocar? If yes, what is the product code of the trocar? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the surgeon was using the device for a laparoscopic subtotal hysterectomy. The device was performing as it should. When the surgeon grasped some tissue and activated the energy and was advancing the blade the blade got stuck. The blade could not be pulled back, the jaws were misaligned and they could not get the device out of the trocar and so therefore had to remove the trocar with the device. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.